Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, after several grasping attempts, the clip was unable to close completely (maximum closure of 75 degrees). Troubleshooting was performed, but the clip remained in a semi-open position, making it difficult to release. The clip was no longer able to be removed. Therefore, the clip was implanted. However, post deployment clip detached from the anterior leaflet of the leaflets and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.